Manufacturer narrative:
Date sent to FDA: 9/10/2020. Additional information: a2, b7, d3, e1, g1, g2. Additional b5 narrative: it was reported that following insertion the patient experienced recurrent hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted took down adhesions with the small bowel from the hernia and noted that there was mesh within the hernia that was attached to the small bowel. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information is provided.